Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a retraction issue - delay or no retraction - needle stick injury. The following information was provided by the initial reporter. The customer stated: "phlebotomist was performing routine venipuncture to draw blood. The needle did not retract completely and caused an unintended finger prick on the left middle finger of the phlebotomist."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a retraction issue - delay or no retraction - needle stick injury. The following information was provided by the initial reporter. The customer stated: "phlebotomist was performing routine venipuncture to draw blood. The needle did not retract completely and caused an unintended finger prick on the left middle finger of the phlebotomist."